Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device connecting tube coating was peeled off over 1 mm2 area. This is attributed to deterioration. Other observations for the device: corrosion in electrical connector due to the leakage; connecting tube is dented; noise on the image on angulation in the up/down direction due to the broken charge couple device (ccd) unit; distal end is dirty; and insertion section is wrinkled. The user¿s complaint of image noise was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an image noise issue occurring during preparation for use. There is no patient involvement. The intended procedure was completed with another similar device with no issues or delay. Upon evaluation the returned device, it was observed that the device connecting tube coating was peeled off over 1 mm2 area. This medwatch is being submitted for the reportable issue of the area of more than 1mm2 peeled coating of the connecting tube as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating was likely due to physical stress. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.